Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that the intraocular pressure (iop) was intermittently going higher than it was set during a procedure. Add'l info provided indicated the surgeon observed the retina not pursuing (meaning the iop is too high) during vitrectomy procedures. This event reoccurs both at the beginning and the end of the case. One of the loss of pressure events was triggered by change to fluid/air exchange (fax). The case was completed after troubleshooting and making changes to the infusion rate. Other times, the iop had significantly dropped when switching to fax from infusion.